Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The user reported an infection at the insertion site with minor bleeding and redness, stating that symptoms first appeared on (B)(6) 2026; no other infections were reported. The user's healthcare provider (hcp) is not aware of the event, and the user was advised to follow up with the hcp for further medical guidance. Per dms records, the user has not been using the system since on (B)(6) 2025, and according to the notes, the sensor had come out at the time the symptoms were observed.

Event description:
Senseonics was made aware of an incident where user reported an infection at the insertion site with minor bleeding and redness, stating that symptoms first appeared on (B)(6) 2026; no other infections were reported. The user's healthcare provider (hcp) is not aware of the event, and the user was advised to follow up with the hcp for further medical guidance. Per dms records, the user has not been using the system since on (B)(6) 2025, and according to the notes, the sensor had come out at the time the symptoms were observed.